Event description:
It was reported that the pump was implanted the day prior to the report and on the morning of the report the patient was in excruciating pain. The healthcare provider (hcp) attempted to increase the patient's dose but received a pump memory error due to invalid catheter information. Troubleshooting was performed and it was determined that the hcp needed to update to the new version of the programmer application card; however, the hcp changed the catheter information so the pump could be updated. The device system delivered morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8870, serial# unknown, product type: software. (B)(4).